Event description:
Patient reported while at the (B)(6) hospital, the visiting nurse was demonstrating the multi-wave function of the infusion device and a problem occurred. Patient stated when programming the bolus amount of the multi-wave bolus, the infusion device immediately began delivering the bolus, the nurse was not able to input time, only 0.6 units of insulin was delivered. Patient reported no medical help was needed. Patient stated nurse immediately took another infusion device to start up patient and was able to demonstrate all functions of the device. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion - the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The problem mentioned by the customer could not be reproduced.